Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket.

Event description:
It was reported that during implant of the device the physician did not hear the torque click when engaging the set screw. The physician was unable to loosen or tighten the set screw. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.